Event description:
Customer reported being hospitalized for high blood glucose on (B)(6) 2014. She had recently changed types of insulin due to insurance issues and her blood glucose has been higher. She changed her sites and checked everything, but her blood glucose was still high. There was not a no delivery alarm. Customer's blood glucose when hospitalized was 370 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer will call back when she received tubing clamps to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.